Manufacturer narrative:
Block h6 has been updated to code poor bite and handle break deeming this a non-reportable scenario, due to additional information received on august 31, 2023.

Event description:
This report pertains to one of two resolution 360 ultra clips used on the same patient and procedure. It was reported to boston scientific corporation two resolution 360 ultra clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not open and close properly. Once deployed, it did not fully detach from the catheter. Additionally, the same problem occurred on the second resolution 360 ultra clip. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Additional information was received on august 31, 2023, providing an event update. The clip was not able to grasp/close and lock onto tissue. Additionally, the control wire broke so no resistance was felt.

Manufacturer narrative:
Block h6:imdrf device code a15 captures the reportable event of the clip did not fully deploy off the catheter.

Event description:
This report pertains to one of two resolution 360 ultra clips used on the same patient and procedure. It was reported to boston scientific corporation two resolution 360 ultra clips device were used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not open and close properly. Once deployed, it did not fully detach from the catheter. Additionally, the same problem occurred on the second resolution 360 ultra clip. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.